Event description:
Pt had stimulation system implanted and neglected to tell implanting physician she was taking cortisone for dermatitis. Pt developed infection requiring hospitalization and treatment with IV antibiotics. The stimulation system was explanted and replaced with another similar system. The pt is doing well with the new system.